Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnect mode. The customer reported that the screen displayed ¿disconnected mode patients and orders may not be current.¿ the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 23-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnect mode.a technical support specialist (tss) executed dbcc on the dsclientoltp database as advised, performed knowledge article title proper data synchronization procedure database decrypt and backup, dropped and full synchronized the database by following knowledge article how to create a station database backup, and verified successful synchronized with no errors. The station was rebooted, and autologin with application launch was confirmed. The customer was notified via email to validate functionality. The system functioned as intended after the technical support specialist troubleshot the device.